Event description:
A optometrist reported that a pt who underwent lasik was diagnosed with corneal erosion in the right eye, at the three month postoperative visit. Topical antibiotic drops were prescribed, and a bandage contact lens was placed on the eye to help healing. Upon f/u, the pt symptoms have resolved with treatment and ucva has improved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).